Event description:
The facility representative contacted baxter to report an infusor that had a ruptured reservoir. The event occurred during patient use. Approximately 300 milliliters of ropivacaine hydrochloride hydrate and fentanyl citrate were infused but two days after starting medication, the reservoir ruptured. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device has been received and evaluated by baxter. (B)(4). The reported condition has been confirmed. A batch review has been performed. All of the release criteria have been met for the production of this lot. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation idc-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The device has been requested but has not yet been received at baxter for evaluation. A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.